Event description:
It was reported that at a program check three months post-operative, the left ventricular lead had high thresholds, undefined impedance and was found to be dislodged. The physician commented that the patient had a very thin vessel at implant. The lead was explanted and replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.